Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corner and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a broken reservoir on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the compartment where you screw the vile in is broken. The customer stated that the pump fell off due to her belt clip coming loose. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.